Manufacturer narrative:
Event date: month valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had issues with recharging. They stated that one day they got a full charge on the implantable neurostimulator (ins) but later in the day they charged for 7.5 hours while sleeping and that ins battery was not even close to being fully charged. In another instance, they saw a reposition antenna screen several times before connecting successfully. The patient also stated that they had intermittent coupling issues. They reported that they had a fall but noted that the recharging issues did not begin until a while later. It was noted that they had a damaged recharger antenna as there was fluctuations in antenna connection and coupling and was sent a replacement antenna to rule out an external equipment issue. No patient symptoms or harm were reported in the event. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.